Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant the leadless implantable pulse generator (llipg) high thresholds were observed in 5 different locations. The llipg was removed and replaced with a conventional transvenous implantable pulse generator (ipg). No patient complications have been reported as a result of this event.